Event description:
Device report from synthes (B)(4) reports an even in (B)(6) as follows: the blade for the proximal femoral nail antirotation (pfna) backed out of caput/collum. A revision was performed. No additional information is currently available. This report is for one unknown pfna blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.